Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon fell apart and went to the doctor. She was first treated for a vaginal infection and then later returned to the doctor for painful urination. The doctor then treated her for a yeast infection.